Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming of the tubing set prior to pt use, reportedly the cassette snapped below the clave secondary port on the cassette of the tubing set. The tubing set was replaced and therapy was initiated. Although there was potential for a leak, no leakage was reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.